Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was remained implanted. Section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: visual inspection under magnification was performed on the suspect product and found the plunger rod was fully extended. The cartridge was inspected revealing a crack on the cartridge that extends to the cartridge tip. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded lens was implanted. However, upon the lens emerging from the inserter, the lens cartridge cracked along the length of the cartridge tube. No injury or intervention was required. No additional maneuvers were necessary. No further information is available.